Event description:
It was reported the analyzer is having issues with noise on both channels. The analyzer was returned for repair. It was also reported the programmer locked up during the latest upgrade for adapat early eri (elective replacement indicator). The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported analyzer noise. No anomalies found. (B)(4). Analysis confirmed the programmer locked up. Device was locking up during the memory check at power up. A printed circuit board was found out of electrical specification.